Event description:
Six prior tmj surgeries, last of which was implant of "pt specific" tmj, inc. Total joint left side. 09/2001. Complains of pain and increasing swelling for 1 year. Imaging revealed fossa screws "backing out." CT surgery all screws in fossa and ramus components loose. Components, loose and surrounded by granulation tissue.